Event description:
The user facility reported a 70-year-old female (race unknown) who had dilated right ventricle and increasing pulmonary hypertension was implanted with an impella rp device for mechanical circulatory support. The patient was in ICU when the clinician pulled back the existing swan catheter that was inserted before the impella and the impella rp pump flows dropped and did not recover. The patient also had disseminated intravascular coagulation (dic) condition and was bleeding profusely from multiple areas not related to the impella. The patient deteriorated with persistent low flows and expired on impella support. It is unknown if the impella cause/contributed to the death.

Manufacturer narrative:
The impella device has been received from the customer however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Manufacturer narrative:
The investigation for the low pump flow has been completed. The impella device was not returned for evaluation. Data logs shows the motor current spike followed by low pump flow for remaining of the case run. As per the given clinical details, when the swan was pulled back, flows dropped and did not recover; the patient deteriorated with persistent low flows and coded. The cause of the low pump flow issue was most likely biomaterial, based on data log review. ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ in accordance with updated procedures, sections d6 and h10 have been revised from the initial submission.